Event description:
Pt reported that back to back tests performed on the surestep meter were 228 and 291 mg/dl (24% difference). No symptoms were reported. Control solution test result (130) was in range (96-144). The meter is not cleaned according to MFR's product recommendations. There was no allegation of harm.